Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2nlev, implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2nlev product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 03-mar-2024, UDI#: (B)(4). Event date is approximate, month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had four revisions for the same issue (ins flipping and wire came off of the nerve) and will need a 5th one. Patient said that the issue started in 2021 and their healthcare provider (hcp) was always so busy that patient couldn't see them for six months after the issue started. Patient said that the first revision was in august 2021, then had another one in november in 2021 and then in november 2022 and the last one was in january 2023. Patient said that hcp wasn't listening and kept on putting it in and the ins just flips, patient said that the surgeon "screwed up the placement of the device four times. Patient said that when they sit down the solid edge of the bottom will be poking up against the back of the butt cheek and when they stands up and sits down again the ins has flipped and is vertical and it is the side where the wire connects. Patient said this happens constantly and patient is in constant pain and has been doing this since the end of february 2023; however, said that the situation came up at the beginning of february. Patient is concerned about this and doesn't know if this constant pulling will cause other issues. Patient said that at the last one the surgeon placed the ins in their butt cheek instead of their lower back which is where patient thought it was supposed to be. Patient said that hcp confused her with another patient. Patient also said that hcp moved the ins to their other side due to all of the revisions that were performed on the right side, said she was suggested by the manufacturer representative (rep). Patient said that the surgeon said that they consulted with another hcp about patient's case to discuss use of an anchor. Patient said that the surgeon hasn't used anchors and said that they viewed the x-rays (from november) and didn't see any anchor. Patient doesn't think that their surgeon ever used anchors for their revisions. Patient also asked about the wire, said that the wire had migrated and had revisions; however, it wasn't until after the revision that hpc told patient that the old wire was left in, said "isn't' capable of removing." Patient said that there are possible complications that could occur from not removing the old wire. Patient said has stabbing pain in their right side where the old wire is just sticking there. Patient said that the representative was aware of the issues from the beginning and said would help with finding a new doctor and the transition; however, said that the representative did not assist at all and patient feels abandoned, said doesn't know what to do. Patient said that they called the new hcp office themselves after not hearing anything for two weeks. Patient said due to the delay patient can't be seen until june, current appointment is on june 20th however is on the cancellation waiting list. When asked, patient said that their pcp is well aware of the situation however isn't able to assist, said that patient's pain isn't bad enough to prescribe pain medication. Patient was redirected to seek medical assistance. Patient also said that they heard that the surgeon that performed all of their revisions may be leaving the area. Other medical history: throughout the call patient said that they have lost weight and has about 40 pounds that needs to lose for medical reasons. Towards the end of the call patient commented that the therapy isn't working fight and they can't have it on due to the situation said that knows that it has moved due to my foot and they haven't touched the settings.